Event description:
Evaluation revealed a misaligned display screen, partially dislodged force sensor pins, and that the force sensor resistance reading was outside of specification. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed a misaligned display screen, partially dislodged force sensor pins, and that the force sensor resistance reading was out of specification. During the "ezprime" operation the pump detected the cartridge during the load step and the prime volume was normal. There was no load step malfunction detected in the pump history. Several large prime volumes were verified in the pump history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Correction # 2531779-03/24/2010/003-r. Device evaluation completed on (B)(4) 2011.